Event description:
Patient having a revision laminectomy l5, l4, l3 and partial l2 with decompression of cauda equina and removal of retained hardware from previous surgery. During the placement of the new screws the tip of the screwdriver broke off in the screw. The screw is part of the new hardware being placed and will be covered with a rod. To remove the screw and screw tip, the surgeon would have to bore out the bone which would cause damage to the area and remove the strength of the bone to support the hardware. The screw and tip were, therefore, left in the patient.